Event description:
A customer called co regarding two discrepant urine test results from two different pts. Both pts (pt a and b) had positive results from a home pregnancy test kit (kit brand unknown). When the pts were tested, both pts tested negative. Neither urine samples were first morning voids. A serum sample for hcg quantitative testing was collected from pt b on the same day the urine sample was collected for the icon 25 hcg test kit. The customer indicated that the hcg quantitative test result was positive. The hcg quantitative value was not provided by the customer. There has been no change to pt treatment that can be attributed to this event.